Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated he has checked all his supplies and could not find anything wrong with his set up. The hp stated he did not disconnect himself from the hc and all the unused lines were clamped closed. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr advised the hp to start over with all new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
The customer stated an architect i2000 analyzer generated falsely elevated cea results for 2 patient samples. The first patient generated an initial result of 9.03 ng/ml and repeat results of 2.44 and 2.45 ng/ml. The second patient generated an initial result of 7.69 ng/ml and repeat results of 2.34 and 2.30 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.